Manufacturer narrative:
(B)(4). Examination of the returned device packaging confirmed the reported damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implant box had creases on the outside and when opening the implant for the case, it was noted the plastic container was cracked.